Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging black soot coming from the device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investiagation lab for further evaluation. The device was evaluated and the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit and unknown dust contaminate present at the air inlet. The manufacturer also observed unknown dark fibers inconsistent with sound abatement foam degradation in iso port and around blower box housing outlet and unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance is present on the blower box housing outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (err_comp_log_sem_timeout) found. The manufacturer concludes that there is dust / dirt contamination and the source of contaminations were external to the device and founf no evidence of sound abatement foam degradation/breakdown observed in the base unit.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.